Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 200 mg/dl. The customer was hospitalized for unexplained high blood glucose on (B)(6) 2015. The customer was wearing the insulin pump during their hospital stay. The customer does not know the cause of the high blood glucose, but mentioned that there was a lines though the lcd screen of their insulin pump. The customer was transferred to a reprehensive that discussed upgrading their insulin pump.